Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with striae on the right eye (od) at 1day post op exam. The patient's pre-op uncorrected visual acuity was 20/70 on right eye and 20/20 on left eye. Post op uncorrected visual acuity is 20/30 od the flap was refloated at one day post op to resolve striae reported. This is two of two reports.